Event description:
It was reported that a pump displayed system error 105. It was determined that there was no pt involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was received and evaluated by baxter. The evaluation confirmed the reported symptom. The unit was received inoperable due to "system error 105" caused by a failed motor assembly. The motor assembly was replaced.